Manufacturer narrative:
Investigation findings: separation problem. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following was observed: esheath shaft curved and liner expanded. Distal tip opened but torn. In this case, the complaints for sheath distal tip torn and system components separate during use were confirmed based on the evaluation of the imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Although it was reported mild calcification and tortuosity, and a minimum luminal diameter of 5.8mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors'such as challenging anatomy or non-coaxial advancement angles 'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our ireland affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, it was difficult to push the commander delivery system with valve out of the tip of the 14f esheath+ and the tip was noted to be damaged when the valve was coming out of the esheath+. As per imagery provided, a distal tip tear and missing tip material was noted. No patient injury occurred and the valve was successfully implanted without issues. The patient was stable post-procedure. The separated component of the tip of the esheath+ was thought to be inside the patient. There was no action taken.

Manufacturer narrative:
The investigation is ongoing.